Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint. The complaint device 722281 is not sold in the USA. However, a similar device 722228 is marketed in the USA under 510(k): k20091.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) spoke with the customer who reported that the system's c-arm movement was only partially available. Onsite service was recommended. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting and assessment of the system event log identified a failure in the automatic motion control (amc) in the motor assembly of the system. The fse replaced the amc and reloaded the amc software to the system. After the amc was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.